Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the homechoice cassette and the solution bag leaked. This event occurred during before the last fill phase while the patient was connected. The home patient (hp) stated the solution bag disconnected from the blue line clamp. The hp noticed a strange "whoosh" noise after the hp had his fill five of five into dwell five of five phase. The hp found the connection was separated and there was fluid leaking from the solution bag and flooded the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.